Event description:
During product evaluation by a baxter service technician, a flogard infusion pump was observed with a faulty main battery. This condition had the potential to interrupt delivery. This was not reported by the customer, as it was found during preventative maintenance of the device. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was received by baxter and the condition was confirmed by service. This is an ancillary service event discovered during preventative maintenance. The cause was identified to be a procedural replacement of the main battery. The device was returned unrepaired due to an obsolete part. If any additional information is received, a follow-up will be sent.